Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This event was observed during setup with patient involvement. The patient stated there had not been any damage to the packaging of the minicap prior to using it. The patient stated they had put the cap on at the end of therapy; the cap had securely attached to the transfer set (ts) without an issue. The patient stated they had not used any tools to secure the cap, and they had not over tightened it. Later that morning, the patient had noticed a ¿brownish red¿ stain on the belt they use to hold their ts close to their body; the patient inspected the ts and noticed the cap had a crack in the side, that was only visible because the iodine had filled the crack. The patient immediately changed the cap and retained the sample for evaluation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack was observed on the minicap. Functional testing was performed which included underwater pressure testing where bubbles were observed. After evaluation, it was determined that the crack on the unit was a through crack. The returned sample was cut open and the unit was observed to have damage at the positive stop of the minicap. The reported condition was verified. The assignable cause was determined to be customer use. Should additional relevant information become available, a supplemental report will be submitted.